Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the instructions for use (IFU). The mynxgrip is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynxgrip or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. (B)(4). Pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: diagnostic left heart cath preformed via right groin access on (B)(6) 2014. Mynx closure preformed per IFU. The patient was discharged the same day. The patient returned on (B)(6) 2014 with an abscess in the right groin and was taken to the or for debridement where the site was packed with bacterium. The patient was discharged on (B)(6) 2014. The patient was prescribed oral antibiotics. Stick location: common femoral artery vessel size: 7 mm.